Event description:
It was reported that this patient was seen for a regular follow-up appointment, and episodes of over-sensed noisy signals were noted from this right ventricular (rv) lead. This over-sensing resulting in rv pacing inhibition, but the patient was not pacemaker-dependent and no additional adverse effects were reported. The noise was reproducible with movement, but there was no indication of replicable pacing inhibition. Additionally, high, out-of-range pacing impedance (>2000 ohms) measurements were noted in bipolar sensing mode. The physician elected to reprogram the device to unipolar sensing and continue with normal follow-ups. The rv lead remains implanted and no adverse patient effects were reported.